Event description:
Had silicone implants for reconstruction following mastectomy in 1982. Poor result with deformity and contractures. Redone in 1983 (one had ruptured) with another type. Became very ill over the years with chronic fatigue, muscle pain, inability to concentrate, poor memory and depression, leading to complete disability and inability to work. Mammogram showed both implants had ruptured. They were explanted in 10/93. Have had multiple problems and 2 more surgeries. Still very sick. Diagnosed with atypical rheumatic disorder.